Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the device replacement for eri, electrical testing was performed and high left ventricular (lv) pacing threshold was observed. The lv lead was noted to be in the coronary sinus; however, it was likely pulled back and only the tip of the lead was in the vein. The lv output was reprogrammed to resolve the issue. The patient was stable.